Manufacturer narrative:
(B)(4).

Event description:
The pt stopped using the device. Five months later, the implantable neurostimulator was overdischarged. The device may have been overdischarged twice before. The device was confirmed not to be flipped. The pt had lost 20 pounds and was at an angle. Multiple physician mode recharges were done. They were not successful in getting the neurostimulator out of overdischarge. The device was replaced. Afterward, the pt was doing well.